Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator is giving high 02 pressure supply and oxygen not available message. The customer reported that the unit was in use on patient, but there was no patient harm.